Event description:
As reported, the patient underwent and initial left total shoulder arthroplasty. Subsequently the surgeon revised the anatomic shoulder. The caged glenoid was removed due to the center cage separating from the poly. The glenoid side was replaced with a competitor baseplate and 40mm glenosphere. The surgeon left the well fixed equinoxe press fit stem and added a +0 tray, reverse torque screw, and 40+2.5 constrained liner. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. Additional information received 20-jan-2026: 1. Was the patient experiencing any symptoms leading up to the revision surgery? Instability. The center cage disassociated from the primary glenoid implant. 2. Are you able to provide the catalog and serial numbers of the explanted devices? I cannot get the catalog numbers to the explained implants. The hospital keeps these explanted devices. Due to hippa compliance, we cannot access any of the patients prior surgery data. 3. Have you received an rg# to return the explanted devices on? If so, can you please provide the rg# and tracking information? The account keeps the explanted devices, there is no rg number.